Event description:
It was reported that the stent was pre-deployed and ill-shaped. This 6 x 100 x 130 innova was selected for use in a percutaneous transluminal angioplasty procedure. During preparation, it was noted the stent was pre-deployed, and was ill-shaped; the tip of the stent was bent and kinked. The device was not used, and the procedure was completed with another of the same device. There were no patient complications, and the patient status was stable post procedure. The device is expected to be returned.